Event description:
It was reported that the ilet displayed a black screen and did not power on while placed on multiple chargers, where the charger indicator blinked green for the ilet but showed a solid green light when charging a phone, consistent with an unexpected shutdown of the device; the user noted no physical damage and switched to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem affecting a device component, with the problem manifested as an unexpected shutdown; the device component implicated was a seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.